Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a header connection issue with the right ventricular (rv) lead and pushed the lead out post-operative. The connection was revised with the device remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated the set screw was found in the connector bore. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was removed and a new device was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.